Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that no batteries were included. Functionally, the device powered on and passed post (power on self test). A known and good finger sensor was connected and placed on the technician's finger. No pulse or sp02 detected from sensor. Another known good finger sensor was connected and placed on the technician's finger, same results. The issue was resolved by replacing the pulse pcba and the device displayed pulse and sp02 readings with no issues observed. It was reported that the unit was not providing readings and did not recognize the sensor. A finger sensor was plugged into the hand held pulse oximeter and the sensor did not register on the system. There was no audible alarm when malfunction occurred. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit was not providing readings and did not recognize the sensor. A finger sensor was plugged into the handheld pulse oximeter and the sensor did not register on the system. Troubleshooting steps included replacing the battery, trying a different sensor, and holding down the button to reset the unit, but none of these actions resolved the issue. Another pulse oximeter was used instead.there was no audible alarm when malfunction occurred. There was no patient involvement.